Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes that tubes are decapping causing some patients to have to be recollected. The following information was provided by the initial reporter: customer states tubes are decapping causing some patients to have to be recollected.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium "heparin" (lh) blood collection tubes that tubes are decapping causing some patients to have to be recollected. The following information was provided by the initial reporter: customer states tubes are decapping causing some patients to have to be recollected.

Manufacturer narrative:
H6: investigation summary: bd received 100 samples and 1 photo from the customer in support of this complaint. The 100 samples were inspected for damage with 0 visible defects. The photo was evaluated and shows a tube with a specimen in the tube, the photo does not show the customer¿s failure mode of stopper pop off. Functional testing was performed on 10 customer sample tubes and the issue of stopper function/ (stopper pop off) was not observed additionally, 10 production lot in-house retention tubes from the bd inventory were visually inspected and functionally tested and there were no issues related to stopper pop off as all tubes were within specification limits with no issues observed with the stopper function. Bd was unable to confirm the customer¿s indicated failure mode because the customer samples, photo, and the retention samples did not exhibit the customer¿s failure mode of ¿stopper pop off¿. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes that tubes are decapping causing some patients to have to be recollected. The following information was provided by the initial reporter: customer states tubes are decapping causing some patients to have to be recollected.

Manufacturer narrative:
The following fields have been updated with additional information: h.6. Investigation summary: mat: 367960; lot: unknown. No samples or photos were returned by the customer in support of this complaint. Lot number is unknown. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because no samples or photos were returned, and lot number is unknown. Lot number is unknown; therefore, no retention samples are available. The device history records could not be reviewed as the lot number is unknown. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes that tubes are decapping causing some patients to have to be recollected. The following information was provided by the initial reporter: customer states tubes are decapping causing some patients to have to be recollected.

Manufacturer narrative:
The following fields have been updated with additional information: d.4. Medical device lot #: 2080684. D.4 medical device expiration date: 2023-03-31. H.4. Device manufacture date: 2022-03-21.